Manufacturer narrative:
The device was returned to olympus for inspection. The root cause could not be identified. Based on the results of the investigation, the presumed cause is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The ultrasound gastrovideoscope was returned to the service center with a report of sheath of the scope has a cut. This does not indicate an MDR reportable event. However, MDR reportable failures were found during testing at the service center. During inspection of the device, missing ke45@ forceps/light guide cover and pink rubber missing glue were found. There was no patient involvement.